Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years 4 months post implant of this aortic bioprosthetic valve, the patient underwent a transcatheter valve-in-valve replacement procedure due to aortic insufficiency. No additional adverse patient effects were reported.